Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that the reported phenomenon was attributed to the excessive external force applied to the bending section. In addition, omsc confirmed that this phenomenon was not caused by product or manufacture, there were no safety problem, and there was no frequent occurrence. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and oekg could not confirmed the reported phenomenon, and also found that there was a serious damage on the distal end of the subject device. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that after the procedure, it was found that the bending section rubber of the subject device was broken/torn/ruptured and the broken internal metal part had been sticking out from the inside of bending section rubber of the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.